Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display blanked out. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer's report was observed and attributed to the ECG shield from the analog board to the digital board. The analog shield was determined to be loose. The analog board and digital board were replaced as a precaution along with the shield. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.